Manufacturer narrative:
This report is submitted on january 19, 2023.

Event description:
Per the clinic, the tip of the electrode was found to be folded over (date not reported). The patient was placed under general anaesthesia on (B)(6) 2022, in order to re-position the electrode array.